Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the optim sheath proximal to suture sleeve tie impression with intact silicone insulation. Internal insulation abrasion breaching the non-functional cables and inner coil lumen was found proximal to and beneath the right ventricular shock coil with abraded cable coating and liner of the inner coil. The reported events of noise and insulation abrasion were confirmed. The cause of the reported event of noise is due to abrasion of the cable coating and liner of the inner coil. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
Non-sustained lead noise was observed on merlin.net. The patient was called into the clinic and all electrical measurements were in range. Due to lead noise, the lead was explanted and replaced. During the replacement procedure, an insulation abrasion was observed on the proximal part of the lead. The patient was stable.